Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer had high blood glucose. The blood glucose at the time of the incident was 25.6 mmol/l. The customer stated that, the blood glucose went high as the infusion set was not sticking. It was unknown whether customer was using the automode or not. The insulin pump will not be returned for analysis.